Event description:
It was reported that venous placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 4f sheath hole prior to a patent foramen ovale (pfo) interventional procedure. Reportedly, the prostyle was deployed as intended. The sheath was upsized to a 9f and the pfo procedure was completed. The knot was advances and tightened (worked as intended); however, the patient was still bleeding. A new femostop device was placed and used for an hour achieve hemostasis. Additionally, a second prostyle suture placement in the left common femoral vein was attempted with a prostyle device using the pre-close technique via a 10f sheath hole. Reportedly, a cuff miss occurred. The suture of one new prostyle device was successfully pre-placed. Hemostasis was achieved with the pre-placed prostyle suture. Once the patient was placed in holding, the patient kept moving which caused the patient to bleed again requiring manual compression for 15 minutes. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional vessel closure devices are filed under separate medwatch report numbers.